Event description:
As the product was being delivered into the patient, the physician attached the inflation device to the hub. The physician noticed that the hub was cracked. The entire system was removed from the patient without any harm. The target lesion was the circumflex. The lesion was calcified and tortuous. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product into the patient. There was no resistance while advancing the product to the lesion. The device was not torqued or "steered" by the hub. The device advanced with the indeflator connected to the hub.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.